Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display was dim and blurry. There was no reported impact to customer's blood glucose. Additional information was not provided. Troubleshooting and follow up from tandem technical support was declined.